Event description:
Infant with increased desats and bradys. Having difficulty maintaining cuff inflation on trach so trach changed; believed to be faulty.what was the original intended procedure?airway management.device #1is this a laboratory device or laboratory test?no.